Event description:
It was reported that during a supply change the press-and-hold button in the ilet app appeared grayed out and the user could not navigate away from the screen, consistent with a screen interaction or software responsiveness issue; the user then restarted the ilet app and successfully completed the supply change and resumed insulin delivery, followed by a successful firmware update. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included restoration of normal device function and continued therapy without alarms. Investigation included customer communication and guided troubleshooting with software restart and firmware update. Investigation of this case revealed that a device reboot and software update resolved the unresponsive control input. It was concluded that the event was related to transient software behavior that was corrected through standard troubleshooting and an update, with no clinical harm.